Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the the most probable cause of the chipped adhesive around the objective lens and light guide (lg) lens was traced to component failure. However, a root cause cause could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a chipped adhesive around the distal end objective lens and light guide (lg) lens was found. There was no patient involvement.